Event description:
It was reported that prior to use with bd insyte¿ autoguard¿ bc shielded IV catheter the catheter was discovered to be frayed. The following information was provided by the initial reporter: I opened this IV catheter this morning to use and saw that it was defective. The catheter was frayed half way down and then the tip was split apart.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that prior to use with bd insyte¿ autoguard¿ bc shielded IV catheter the catheter was discovered to be frayed. The following information was provided by the initial reporter: I opened this IV catheter this morning to use and saw that it was defective. The catheter was frayed half way down and then the tip was split apart.